Event description:
A surgeon using the nidek mk-2000 keratome as part of a lasik procedure reported that a perforated cornea occurred as pt was creating the corneal flap. It was reported that the keratome began to make an unusual noise, after which the blade apparently dipped inferiorly into the cornea towards the iris. The pt's cornea was sutured at the facility, and the pt was transferred to a hosp emergency room for completion of the corneal repair. No detailed follow-up info has been received for the pt, but it was reported that the pt is able to see with the affected eye. The nidek sales representative indicated that the technician who assembled the keratome told them that they may not have tightened the blade cover screw adequately.